Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt a little warmth at the implant site when they recharged. The patient just had an ins replacement on (B)(6) 2020. There was a little bit of redness. The issue was resolved at the time of the report.